Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 51-107200, stem, lot # 3140308, item # 650-1057, head, lot # 893830, item # 010000668, shell, lot # 3147335, item # 010000860, liner, lot # 3266167. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07887, 0001825034 - 2018 - 07888, 0001825034 - 2018 - 07889, 0001825034 - 2018 - 07890.

Event description:
It was reported that approximately 3 months post implantation, the patient sustained a fall, was admitted to the hospital, and found to be septic. No notation of any culture results. PICC line was placed for administration of IV antibiotics. The patient subsequently developed a dvt behind the PICC line. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.